Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3 x 34mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, when the physician tried to deploy the stent it was noted that the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3 x 34mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, when the physician tried to deploy the stent it was noted that the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.